Event description:
A report was received that the patient was experiencing irritation at the pocket site. Symptom includes inflammation. The physician believed that the event was procedure related. The patient was given antibiotics and was doing well.